Event description:
Related manufacturer reference number: 1627487-2022-05390. It was reported that both of the patient's l3 leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.